Event description:
Customer's mother reported that customer passed away. She stated that at the time she checked on her son, his blood glucose was high. However, per death certificate, the customer died of cardiac arrest.